Manufacturer narrative:
The peritonitis event occurred on an unspecified date in (B)(6) 2017. On (B)(6)2017 the patient noticed the minicap packaging. (B)(6). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis patient experienced peritonitis, which was manifested by abdominal pain, turbid solution and fever. The cause of the event was reported as the patient had observed the minicap packaging was compressed and had an 'unshaped physical appearance', and the betadine sponge was dry. The patient proceeded to use the product due to a reported lack of proper education and subsequently developed peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unreported antibiotics (no further information). On an unreported date pd therapy was discontinued and the pd catheter was removed. The patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.